Manufacturer narrative:
H. 6 investigation: based on DHR review for material 383312 with lot number 8212731, the product lot met the packaging specifications and qa inspections; however customer detected foreign matter. Based on developed investigation, sample provided showed foreign matter in the needle tip. Sample was magnified and could noticed that the foreign matter found is silicone. After analyzing this foreign matter, the team concludes that the foreign matter detected by customer is silicone that is applied during the manufacturing process. Silicone is applied to the finished product to aid in the insertion of the device by the end user. The silicone used is a medical grade silicone. Process fmea 4797 and p-eura rm5942 were reviewed and there are proper controls in place to detect product malfunctions. Based on the investigation conclusion the condition reported by the customer is confirmed. However, the foreign matter found in the needle tip is silicone and it is part of the manufacturing process.

Event description:
It was reported that foreign matter occurred before use with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter (chinese translation). "Nurses in the opening of product packaging found that the retention needle tip area has wool, think that the city is not sterile packaging, so the product to do complaints process, customers want to know why the newly opened product packaging needle tip part of the wool."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter (chinese translation). "Nurses in the opening of product packaging found that the retention needle tip area has wool, think that the city is not sterile packaging, so the product to do complaints process, customers want to know why the newly opened product packaging needle tip part of the wool."